Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: balanced middle weight; stent: 3.0x28 xience prime. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous left anterior descending (lad) artery and lad diagonal artery. A balanced middle weight (bmw) guide wire was placed. The 2.25x23mm xience prime stent implant was successfully deployed without reported issue in the lad diagonal artery and the 3.0x28mm xience prime stent implant was successfully deployed without reported issue in the lad artery. Post-dilatation was performed with a 1.2x08mm mini trek balloon dilatation catheter (bdc). After post-dilatation, a vessel dissection was noted at the proximal edge of the 2.25x23mm xience prime stent implant, which was treated with deployment of a 2.25x18mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.